Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00369.

Manufacturer narrative:
Concomitant medical products: item #00801102024, allen plug, lot #62670892.

Event description:
It was reported that a patient underwent a left hip arthroplasty, subsequently, patient underwent a revision procedure approximately 1 year post implantation due to pain. During the procedure all components were removed and replaced.